Manufacturer narrative:
Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. No blank display noted. However, device had broken off and missing end cap. Unable to perform operating currents, self-test, a21 error test and displacement test or verify a21 alarm due to unresponsive button. No unexpected numbers ramping/scrolling during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose level was 371 mg/dl. The customer reported that they were unable to clear the alarm. Customer able to complete rewind. The customer stated that when they trying to use the insulin pump, the insulin pump would scroll without input. Customer changed the battery because it was low and now cannot get the main menu up or clear any messages. The troubleshooting was performed. The customer was advised to observe time clock for one minute to verify if time advances and found that the time was advancing. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. Insulin pump will be returned for analysis.